Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a small pe at the right ventricle that was noted prior to the procedure, which also looked unchanged immediately post procedure. Venous access was obtained. The septal anatomy was noted to be difficult to image with tee. Versacross connect access system (vcc) and a double curve watchman access system (was) was inserted towards the superior vena cava (svc) and the physician attempted numerous times to advance the system and drop to the septum to achieve a visible tent in both axis views on tee. The dilator of the vcc was also removed to shape more of a curve on the dilator in order to produce a more visible tent on the septum. After several attempts of finding the correct position, transseptal puncture (tsp) was performed and the was and vcc were advanced into the left atrium (la). A watchman closure device was implanted. The procedure was concluded. Thirty (30) minutes post procedure when the patient was in recovery, hypotension was noted, and a pe was noted around the right ventricle causing cardiac tamponade. A pericardiocentesis was performed and the patient was brought to the operating room for a pericardial window. The color of the blood removed appeared dark red. The patient is expected to fully recover. In the physician's opinion, the multiple attempts to cross the septum during tsp and difficulty imaging the septum with tee may have caused the pe.